Event description:
The patient called bioform medical in 2005 to ask if there are options other than surgery for removing nodules which formed after an injection of radiance. This patient was injected with radiance in patient's right cheek 2 months apart. Patient had one or more nodules removed from patient's cheek in '05. Patient has another nodule which patient may elect to have removed. Patient became aware that steroid treatment may reduce the nodule. Patient was going to pursue this possibility with patient's doctor.